Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient experienced severe negative dysphotopsia and blurred vision. On an unknown date post-operatively, the patient underwent an additional surgery to have the rayone emv rao200e lens explanted and exchanged. Following the lens exchange procedure the patient has been confirmed to be doing well. The device has not been returned to rayner and is presumed to have been discarded post explant. There is an adaptation period with any iol. Rayner have previously been advised by our kols that it can take up to 6 months for a patient to achieve neuroadaptation, and that in some cases patients may never be able to tolerate the functional style of the implanted lens. There is insufficient evidence and information available to establish the root cause in this case.

Event description:
On 13th august 2024, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively, the patient experienced severe negative dysphotopsia.